Event description:
Reporter alleged segments and icons were missing from the display of the compact plus system. Reporter discovered the alleged display issue when she called the MFR. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
The customer stated that the numbers on the screen were ramping up. The customer also stated that he was treated by the paramedics for low blood glucose levels. The customer's blood glucose reading was below 71 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer felt uncomfortable with the insulin pump, and asked for a replacement. Nothing further was reported.